Manufacturer narrative:
Summary of eval: examination results suggest that this event is not device related but rather is associated with pt pain and loose bone cement.

Event description:
The pt presented with pain approx 2-3 months after surgery. Revision surgery on 12/02/96 revealed inflammation of the knee tissues. The tibial inert was replaced at this time.